Event description:
During an unknown procedure on an unknown date with an unknown surgeon, ez35w could not be fired. The blade would not advance and the firing trigger locked. A second device was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Visual inspections and results: lockout position: na. Cartridge condition: na. Cartridge return batch number: na. Condition of knife: good. Instrument number: 790. Functional tests and results: condition of firing trigger lockout: good. Condition of pinion gear: good. Condition of short rack: good. Condition of yoke: good. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.